Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was found out in the woods "down and blue". Emergency medical services (ems) was called and on the scene. The system controller attached to the driveline was reading "charging." There was no pump running symbol and ems couldn't auscultate the pump sound. Ems was asked to verify the that modular and driveline cables were fully attached to one another, and that modular cable was fully seated into system controller. Once verified, ems was then instructed to do an emergent system controller exchange in the field. Ems stated that the pump running symbol lit up and pump parameters appeared to be viewable on the display screen once the system controller was exchanged, but there was a red heart alarm. Patient was unconscious and intubated in the field then transported to the closest hospital. The patient was pronounced dead upon arrival in the emergency room. No log files were retrieved. Related manufacturer reference number: 2916596-2023-07881; 2916596-2023-07883 (system controller and pump).

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned system controller did not confirm a device-related issue. The reported event of low flow alarms following the controller exchange were confirmed based on the information contained in the log file. The returned system controller, (B)(6), was functionally tested and was found to function as intended. The data log files (event and periodic) were successfully retrieved. The data contained in the event log file revealed that the system controller was connected to 14v batteries on (B)(6) 2023 at 9:04 and the pump was connected at 10:00. The pump initiated operation and maintained the set speed with no interruptions until 11:43 when the driveline was disconnected. The recorded flow was between 1.4-3.2 lpm and from 11:11 until the driveline was disconnected (11:43) decreased below 1 lpm. As a result, multiple low flow alarms were recorded in the log file. The data contained in the periodic log file did not add any new information regarding the reported event. In conclusion, the returned system controller functioned as intended during evaluation and the investigation did not identify a correlation between the controller and the low flow events captured in the logfile. The device history records were reviewed, and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ heartmate 3 patient handbook cautions users ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found out in the woods non-responsive with left ventricular assist device (lvad) alarms going off. It was noted that tree stand was in a corridor of cleared forest area that has high energy tension wires running through it. The patient had climbed down from the tree blind and collapsed near his all-terrain vehicle. At the time of the patient's son's arrival to the scene, the system controller was not producing any alarms, the screen was greyed out and it said "charging". Low flow alarms started following controller exchange. The spouse reported that the primary system controller was lit up after it was changed out and the screen was blue and it said "controller fault". Emergency medical services (ems) was called and on the scene and the patient received bystander CPR as they experienced lack of end tidal co2. When ems arrived, it was noted that the patient was hooked up to the battery appropriately and the lvad showed a "charging" message and had dashes for flows. The patient received chest compressions almost consistently from 10:08 to 12:00 noon without meaningful recovery. The patient went to their local emergency room where their pupils were found to be fixed and dilated and they did not have proper reflexes.